Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K991223. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the thread is brittle and keeps snapping. The reporter indicated a practice returned a cassette of 3m catgut in which the thread seemed to have gone very brittle and kept fraying and breaking. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open and used cassette with the thread broken inside the cassette and it is not useful. Therefore, in these conditions we can not tested the thread of the cassette received. Thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that sample received does not fulfil b. Braun surgical specifications due to the thread is broken inside the cassette and it is not useful, we conclude that the complaint is confirmed, actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.